Manufacturer narrative:
Part number# 317-85 is not distributed in the united states; however, is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff would not inflate during pt use. The end clinician elected to extubated and reintubate with a replacement tube.